Event description:
The customer reported the alarm has no power even when they replaced the batteries with new ones. The customer reported the battery door is not missing or damaged and closes properly. There are no signs of battery leakage or corrosion. The springs appear to be intact. There is no visible damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Results: eval of the returned product found evidence of battery leakage by a white powder residue and corrosion on the battery springs inside the battery compartment. When tested the alarm powdered on and passed all functional tests. Note: the instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if facility are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).